Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from another manufacturing representative indicating that they are not sure what the results of the MRI was but the patient has been programmed. They are unsure what the actions/interventions taken to resolve the issue. The cause is also unknown and they believe the seizures are resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the seizures was determined, however was not specified. Actions/interventions taken to resolve the seizures included the patient is now on seizure medication. The seizures are reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they do not know the results of the MRI, unsure of what other actions were taken, the cause was not determined, and resolution is unknown.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1hytu, implanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot# va1hyts, implanted: (B)(6) 2018, product type: lead. Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the rep indicated the patient was given a total of 4 mg of ativan and 20 mg/kg of fosphenytoin which stopped the seizure. They were post ictal following cessation of the seizure and they were getting more awake. They were subsequently admitted to picu for further management. An MRI done same day showed the edema and cyst formation. This was presumed to be an inflammatory reaction, possibly tracking of csf from subarachnoid space. Since the patient was asymptomatic and since the other side resolved, they were recommended to continue observing conservatively. Additional review indicates that information from manufacturer¿s report #3007566237-2018-02114 was already reported in this report (#3004209178-2018-08083). Any additional information regarding that event will be submitted as a supplemental submission to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was experiencing seizures and an MRI has been ordered by the healthcare provider. No known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the rep performing impedance testes and said all in range and normal. The rep stated the patient was in the ICU. Interventions/actions included doing an MRI. The product is in tact and working. Nothing has been turned on or programmed at this time. No surgical intervention has occurred and none is planned. No further complications were reported or anticipated with this event.